Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l2-l5 due to autonomic dysreflexia (ads). Intra-op, cage was broken while insertion in the patient's body. When inserted the first cage at l3/4, the cage was placed toward posterior side. The physician attempted to correct the direction using extractor but failed. Since there was a possibility that the nerve root on opposite was being compressed, the physician expanded the posterior side and checked with microscope, then the end of the cage was found. When hammering the visible part with bone tamp, part of the cage was broken and came out. The part of broken pieces came out. The broken pieces were discarded in the hospital. There was a delay of less than 60 min in overall procedure time as a result of this event. No information regarding patient is available.